Event description:
Reportedly, the pump infused too quickly. The pump was set to run reclast (for osteoporosis - once a year infusion) over 15 mins and it delivered almost all of the meds in 8 mins. The rate set is unk at this time. This occurred on (B) (6) 2008 at 10:00 am. The pt is ok. The pump was not taken out of use. They were not sure if it was user error or pump malfunction. Another nurse used it after this incident and it was fine, but they still thought we should check it out.

Manufacturer narrative:
Device will be returned. Eval results will be submitted when eval is completed.